Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07857 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6.

Event description:
It was reported prior to transfer of patient to another hospital for impella rp device or extracorporeal membrane oxygenation, patient became too unstable and expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 53-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that a patient on impella cp had right ventricle failure noted with severe low flows on the impella. Due to the low flows and condition of the patient, discussions were initiated on escalating support to include an impella rp pump.